Event description:
The pt reported that he overdosed three times, passed out, and hit his head (dates not specified). Other pt symptoms included never having therapeutic effects since implantation and feeling achy and sweaty. His teeth had decayed and half of them were removed. The pt reported that various computerized tomography scans and magnetic resonance imaging had indicated that the pump was working fine (test dates not reported). The drugs inside the pump had been changed many times and had been infusing at the maximum rate without pain relief. The pt reported he slept 12-16 hrs a day for a period of two yrs, even after the drugs in his pump were changed. The pt had been on many oral drugs while on the pump including neurontin, tizanidine, seroquel, altace, reglan, dilaudid, androgel, oxycontin, vicoden, adderall, and prozac. The hcp reported that the pt had only saline in his pump, and it was turned down so low that overdose was not possible; the hcp planned to explant the pump.